Manufacturer narrative:
Follow-up #1: date of submission 04-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 26-mar-2018 with the following findings: during investigation, the battery compartment was cracked at the threads on the side, and the returned battery cap was undamaged and able to fit. Unrelated to the original complaint, the display screen contrast was dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.